Event description:
It was reported that during a tvt procedure one extremity of the tape detached from the needle along with the collar. The original tape was implanted in the pt. There was no pt consequence reported.